Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received instructions from technical support on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further malfunction occurs.